Manufacturer narrative:
An event of valve migration upon release was reported. It was also reported that the migrated valve was snared and moved up the aorta to avoid coronary artery obstruction. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.please note that, per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor heart valve was selected for implantation. During the procedure, during deployment, it was noted that it was difficult to open and release the valve. When the valve was deployed, it was released migrated upwards. The valve was snared and moved up the aorta to avoid coronary artery obstruction. A new non-abbott valve was implanted. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.